Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. This device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient with this device reported beeping tones emitted from the device. The patient was seen in the clinic, where device interrogation displayed a message indicating voltage too low to project remaining capacity. A revision procedure was to be performed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
--